Manufacturer narrative:
We have not received the device for evaluation since the device is still at the hospital. Hence, we could not conclusively determine the root cause of the defect at this time. There has been no serious injury ( 21 cfr 803.3 ) nor would the malfunction result in a death or serious injury if it was to reoccur since the resector could not be used for the procedure. However, we have decided to report the incident since our evaluation was based on the reported defect from our distributor and the user at the hospital rather than our hands-on evaluation with this defective device itself.

Event description:
During pre-use check, the blades of the resector did not spin.